Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0212-eo - general warnings and safety notices ¿ read this first - 3. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used. 15. Use only arthrex approved tubing accessories. Other accessories may result in decreased pressure accuracy. Contact your arthrex representative for a complete list of accessories. Do not modify any accessory. Failure to comply may result in patient and/or operating room staff injury. 16. The extension, patient, and/or outflow tubing must be replaced before each new patient and/or procedure. The most likely cause of reported failure is a user error, most likely reconnecting tubing that was disconnected, which may cause pump pressure monitoring errors, which may cause extravasation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the flow is high and did not change in intensity even though the settings were changed. This was noticed before the surgery. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update on 19-dec-2025: further information was provided that the reported issue occurred during a surgery. During an ongoing shoulder arthroscopy, the pump suddenly accelerates and delivers very high fluid flow rates. The surgeon attempts to reduce the flow, but the controls do not respond, and they are forced to shut it off using the power button on the pump. All connections are checked and appear normal, but when restarted, the same issue occurs again. There are no alarms or warnings from the pump. It is noted that the flow increases significantly and the sound clearly indicates the pump is racing. The shoulder swells due to the large fluid volume, and the surgeon is forced to terminate the procedure because of this. The surgeon also assesses that, due to the amount of fluid and swelling, changing equipment at that point would not enable completion of the surgery. Therefore, the operation is not completed. The patient is awakened and is doing well except for an abnormally severe postoperative swelling.